Manufacturer narrative:
Evaluation revealed an unknown gamma3 nail to be the primary product. No further associated products were reported. A physical examination could not be carried out as the device was not returned to stryker (B)(4). A review of the device history records could not be carried out as the lot code was unknown and not provided. Thus, a reasonable examination and investigation was not possible. Although requested for several times ((B)(6) 2015; (B)(6) 2016; (B)(6) 2016; (B)(6) 2016) neither the product nor further information like, catalog number, lot code, patient details, x-rays, surgery reports and more detailed information about the event were provided. Based on the information given, a root cause for the event reported could not be determined. A failed gamma nail in combination with a revision surgery indicates most likely a breakage of the implant. Implant failures are influenced by multiple factors like: timeframe of implantation (i.e. Delayed union, non-union) excessive postoperatively loads (i.e. Obese patients, non-compliant patients). Additional traumata. Poor reposition of the fractured bone parts. Poor blood supply of the fractured bone parts. Implant damages during implantation. All these factors are listed as warnings and adverse effects in the IFU and operative technique for the gamma3 system. Previous complaints reporting nail breakages revealed no material, design, dimensional, or manufacturing issues. A more precise evaluation was not possible based on the given information. With available information a deficiency of the nail could not be verified. The file will be closed formally. In case relevant clinical information or the item should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s).

Event description:
It was reported that gamma nail failed.